Manufacturer narrative:
Device not returned.

Event description:
It was reported that the basal software intermittently did not suspend insulin delivery. Customer's blood glucose was around 70 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.